Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant, antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, nausea, and multiple black bowel movements on (B)(6) 2017. Patient went to the emergency room (ER) and received 2 units of packed red blood cells (prbcs) with hemoglobin (hgb) of 7.4 and was transferred to (B)(6) hospital. During admit to (B)(6) hospital, patient received 2 more units of rbc and a capsule endoscopy was performed with no source seen for gastrointestinal (gi) bleeding. Patient was discharged on (B)(6) 2017.the ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Addl info received: patient reported that on his way home on (B)(6) 2017, he felt very dizzy, weak, having multiple black bowel movements and vomited. At the hospital, hemoglobin (hgb) was low at 7.4 g/dl. Patient was transfused with 2 units of packed red blood cells (rbcs). He was also given proton pump inhibitor (ppi) bolus. He was then transferred to university of utah for further management. On physical examination, he was noted to have black stool in the rectal vault. Patient received additional 2 units of packed rbcs and continued on ppi. On (B)(6) 2017, upper gastrointestinal (gi) endoscopy revealed z-line irregular, 40 cm from the incisors; esophageal mucosal changes suspicious for short-segment barrett¿s esophagus, classified as barrett¿s stage c0-m1 per prague criteria; excessive gastric fluid; erythematous mucosa in the antrum; normal examined duodenum; normal examined jejunum. No etiology for bleeding identified. Colonoscopy showed hemorrhoids, blood in the distal ileum; one 6 mm polyp in the cecum, which was removed with a cold snare and removed with a cold biopsy forceps. The examination was otherwise normal. The entire examined colon as normal. There was stool seen in the entire examined colon. There were non-bleeding external and internal hemorrhoids. Adherent stool prevented complete visualization of the mucosa. Small lesions could have been missed. Patient was discharged home on (B)(6) 2017. No further information has been reported at this time.